Manufacturer narrative:
The complainant reported 'it was reported that a skin adhesive was used to close the wound in a cervical fusion procedure and that wound dehiscence was identified after the case.' Although medical intervention was not stated, it is a defect that usually requires medical intervention. No lot information was provided so ams was unable to investigate batch records. However, viscocity and set time are tested at batch release.

Event description:
It was reported that a skin adhesive was used to close the wound in a cervical fusion procedure and that wound dehiscence was identified after the case.